Manufacturer narrative:
The exposed portion of the soft cannula was observed to be flattened. Additionally, the overall length of the soft cannula was measured and found to be out of specification. It measured out to be 1.0820". Although damage was observed on the exposed portion of the soft cannula, the timing and cause could not be determined. The downloaded data did not show any timeouts or drive stalls during the pod's run. No other damages were observed with the device and the cause of the event could not be conclusively determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patients blood glucose level rose to 541 mg/dl while wearing the pod between 4 and 24 hours. The patient mother stated the pod was not working causing high blood glucose levels. As treatment, the patients mother gave her correction and then change the pod.